Event description:
It was reported that the device ¿flow rate error too high +7%¿. The event was discovered during annual preventive maintenance. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional test was performed - no problem was found. The device was tested for flow accuracy three times and passed all three tests. The service history review had no indication that the complaint was related to a service of the device within the review period.